Event description:
Initial aaa repair procedure was performed in 2004. An aortouni-iliac configuration of the modular graft was planned due to the small vessel size in the iliac arteries. At the closure of the procedure, a successful exclusion of the aneurysm was noted. During a subsequent follow-up examination, the presence of a type iii endoleak was viewed originating at the junction of the main body graft and the converter. When viewed during an angiogram, there did not appear to be any apposition of the converter to the main body graft. The converter did not appear to have expanded to the full diameter of the main body graft. No obvious pathology was viewed that may have been responsible for the appearance of the poor apposition. A main body extension was deployed at the proximal portion of the converter, overlapping the junction with the main body. The main body extension was noted to have landed parallel to the main body and a good seal was obtained. No final angiogram was performed. Physician elected to examine the results under CT imaging.